Event description:
The user stopped using the device in 2014. Upon returning to the clinic in (B)(6) 2024, he requested to trial the samba 2 audio processor; however, no hearing responses were obtained.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user stopped using the device in 2014. Upon returning to the clinic in (B)(6) 2024, he requested to trial the samba 2 audio processor; however, no hearing responses were obtained.